Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an inner shunt in the moderately tortuous cephalic vein. A 6.0 x 40, 40 cm mustang balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 40 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported and the patient condition was good.